Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device is not working or has stopped working. The caller does not know what that meant or if, after the implant, the stimulation was not working as promised. The caller reports that the that the patient is confused by all that. Caller reports patient had an appointment with a mdt rep; case asked unknown pat agent reviewed the MRI guidelines and the MRI eligibility report. Additional information was received from the patient. The patient reported that the patient had back surgery done and they needed an MRI. They wouldn't do the MRI. The patient said they had a surgery where they went in and disconnected the lead from the stimulator and they put mesh in. The patient just has a little bump in the area. The patient thinks it was in 2022 when they moved from (B)(6). The patient didn't remember the doctor's name. The caller said the manufacturer representative (rep) rep wrote a letter that said they could have an MRI because the stimulator and lead were no longer connected. The caller said they did have an MRI in 2024. The patient said they are confused on why they couldn't have an MRI. The agent sent the patient doctor listings on doctors that could removed the system.

Manufacturer narrative:
B3: event date is asked, unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.